Event description:
It was reported that post-paced t wave oversensing on the ventricular channel was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended.

Event description:
New information received notes that the device was reprogrammed. Another instance of non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Review of the episode showed that the device appeared to pacing directly on top of the intrinsic qrs complex, leading to pseudofusion. Patient was asymptomatic. Programming changes were recommended.

Event description:
New information received notes that programming changes were made.

Event description:
New information received notes that another instance of post-paced t-wave oversensing was observed. Programming changes were recommended.